Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular neck - left. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient is experiencing unspecified symptoms. The following measurements were recorded at 23 months since index surgery: cobalt - 9.4; chromium - 3.4. This event details the patient's left hip implantation. The patient has rejuvenate modular femoral stem devices implanted in her left and right hips.

Manufacturer narrative:
An event regarding unspecified symptoms involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported unspecified symptoms is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is experiencing unspecified symptoms. The following measurements were recorded at 23 months since index surgery: cobalt - 9.4; chromium - 3.4. This event details the patient's left hip implantation. The patient has rejuvenate modular femoral stem devices implanted in her left and right hips.